Manufacturer narrative:
(B)(4). Against resistance. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the heavily tortuous/calcified proximal left anterior descending artery for treatment of a de novo lesion, pre-dilatation was performed multiple times using a 2.0x12 mini trek balloon at 10 atmospheres, and a 2.5x12 trek balloon at 12 atmospheres. A 3.0x28 rx xience prime stent system was advanced through a 6f guide catheter but could not cross the target lesion. A normal amount of force was applied to the stent system and the proximal shaft separated outside of the anatomy. The distal segment of the stent system was simply withdrawn from the anatomy. The target lesion was ultimately treated using a 2.75x28 xience prime stent system with excellent angiographic results. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.